Manufacturer narrative:
Result=leak. The device was returned to edwards for evaluation and the reported balloon leak was confirmed. During visual evaluation at normal vision no kinks or visible damage was observed. The balloon was noted to have significant crystal-like residue on its interior. An attempt to inflate the balloon was made and water was unable to flow through the balloon lumen. This response to the inflation attempt was consistent with the significant crystallization seen in the balloon lumen. The presence of crystallization was not deemed significant based on the reported sequence of events and the knowledge that contrast medium can precipitate. To further assess the balloon integrity, the balloon was submerged in water. Air was observed to escape from the distal bond location on the balloon, indicating a leak. The root cause of the leak was unable to be determined. Based on the customer¿s report that 2cc were used to inflate the balloon, it was possible that the balloon inflation volume, which was above the instructed inflation volume for the balloon, may have contributed to the balloon leak. The instructions for use (IFU) were assessed and found to be adequate. The IFU states: ¿warning: do not exceed maximum inflation volume of 1.4 ml as balloon burst may occur.¿ the IFU and risk control measures were noted to be appropriate. Manufacturing records were reviewed and no related non-conformances were identified. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during a mini-mvr/maze procedure the balloon on a proplege failed by leaking between distal end of balloon and the blue tip of the device. The device prepped normally. During prepping, the balloon was tested without notice of any deficiency or problem. No problems were noticed during the prep or during the insertion. All went well until the catheter was thought to be in place and the inflation of the balloon was attempted. The balloon was inflated to 3cc. Occlusion was not obtainable and at this point, the anesthesiologist suspected a problem. After working with the catheter/balloon for a short while, he concluded that the balloon was not fully inflating and that it had a small hole/leak. The proplege was removed from the patient and replaced with a second proplege device. The second device worked according to the IFU without any issues. No patient complications are reported. No patient information available.

Manufacturer narrative:
The device has not been returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the complaint condition. Edwards will continue to review and monitor all events. Trends are monitored regularly and if action is required, appropriate investigation will be performed.